Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, the patient passed out at work. Their spouse went to visit them and found them unconscious. The cgm was 161 mg/dl and when the paramedics arrived, the bg was 30 mg/dl. The patient was treated with dextrose and glucagon. The patient was transported to the hospital where they stayed for two days. No data was provided for evaluation. The allegation and a probable cause could not be determined. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Product was provided for investigation; an external visual inspection was performed and passed however, investigation of provided product cannot confirm or disconfirm the allegation or determine a potential root cause. The customer complaint is undetermined as probable cause could not be determined. No additional patient or event information is available.